Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one opening linear on the radius and crease fold. Leak test and microscopic analysis was performed which identified: one opening sharp on the radius. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is one sharp opening on the radius assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: b.5., d.7., d.10., h.3., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and "voluntary recall".

Event description:
Healthcare professional reported left side deflation and "voluntary recall". Device remains implanted.